Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: complaint history analysis. Forty-two previous complaints for locking ring deformations with reflex-hybrid implants, 19 involved the locking ring being damaged during screw insertion. Previous investigations have concluded user-error as a probable cause. Risk assessment. No adverse consequences reported for this event. Previous investigations have determined fragments from the deformed ring could possibly fall into the wound area creating a risk of increased surgery time. Replacement plates are provided in the surgery kits. Conclusion: a complete investigation could not be completed as the implicated plate was not returned and batch number was unk. Previous reports of ring deformation have been caused by user error, such as the screw turning w/o immediately entering the bone causing an upward force on the locking ring and over-angulation of the screw during insertion.

Event description:
It was reported that "one of the locking rings on the plate malfunctioned upon insertion of a screw."